Manufacturer narrative:
The insulin pump had all buttons function properly however moisture damage was found onkeypad traces. Device was received with cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was performed. The device was returned for analysis.